Event description:
On (B)(6) 2014, at the (B)(6), rn 3 had an order to insert a keofeed into patient 3. The cortrak machine was set up and keofeed was inserted using patients identification number. It was difficult to insert because the patient had a nasogastric tube in place for suctioning. So, both nostrils were attempted. The insertion did not show up entering the left lower quadrant and crossing to the right. It stayed midline and slightly right, then entered into the right left quadrant. When the nurse aspirated, there was a serous return. After the procedure, the oxygen saturation changed to 80-83%. After the x-ray showed the keofeed was inserted into the right lung. The tube was pulled out. Chest tube was inserted. Patient was placed back on mechanical ventilation. X-ray report showed large right pneumothorax, due to keofeed courses inferiorly over the right hemithorax, tip projecting over the right lower, lower/right upper quadrant. Manufacturer was not notified of possible defective product, because the nurse threw the product away. Patient died on (B)(6) 2014 of cardiopulmonary failure.